Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch verio flex meter had displayed a "pc connected" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged meter message issue began on (B)(6) 2016 at an unspecified time whilst she was trying to charge the subject meter. She manages her diabetes with oral medications, diet and/or exercise. The patient reported that as she didn&#38176;know what "pc" meant and therefore did not test on the subject meter which resulted in her developing symptoms of weakness and sweating a couple of hours later. She reported that on (B)(6) 2016 around 8pm she self-treated with food and drink "tea and honey". No other device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that the meter was connected to the computer and this was not the first time the meter was being used. The issue was resolved after trouble shooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.